Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During support, a placement signal not reliable alarm occurred. The console was not switched. Additionally, the patient experienced a gastrointestinal (gi) bleed. The physician decided to perform a gi resection and ostomy to treat the gi bleed, heparin was withheld. Additionally, the patient experienced a hematoma and arrythmia during treatment, resolution unknown.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs confirms that all signals received from the optical bench were confirmed. Console was returned for investigation. The root cause of the intermittent unreliable placement signal and oscillating contrast could not be determined as console was not returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.